Event description:
On 6/23/92 patient was admitted through same day surgery for placement of a quinton permcath for hemodialysis 36 cm under local anesthesia with IV sedation. The patient had a dual lumen mahurkar catheter in place. During the procedure the patient became bradycardic and unresponsive. Patient was masked, intubated, and acls protocol was initiated. CPR was not successful and patient expired. Coroner was contacted and autopsy done(report not back at time of submitting this report)device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device use continued with restrictions/limitations, other. The device was not destroyed/disposed of.